Manufacturer narrative:
Other applicable components are: product ID: 9733600, ln: 100811, description: pca 9733600 I/o hub enclosed product analysis: product: 9733560xom, axiem emitter failure; product: 9733600 insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem had a red x in the ear, nose & throat (ent) software and isn't communicating. The system was re-booted the software and then further re-booted the power on the system and the issue still did not resolve. A different navigation system was used to complete the surgery. There was less then 1 hour delay to the procedure and no reported impact on the patient¿s outcome.